Event description:
Drug/diluent: ropivacaine 0.1%. Fill volume: 400 ml. Flow rate: 10.0 ml/hr. Procedure: right rotator cuff repair. Cathplace: right interscalene. Patient's wife reported pump infused too quickly. It was a 400ml pump set at 10ml/hr and ran in 13 hours. Additional information provided on (B)(6) 2013: infusion started (B)(6) 2013 at 15:00, (3:00pm). Patient is reported to be doing well.

Manufacturer narrative:
Method: the device was received for evaluation and investigation. Currently the device evaluation is anticipated, but has not yet begun. Results: a device history review was performed for the lot number reported and the production lot met all manufacturing and quality specifications. Conclusions: a follow-up report will be filed when the investigation has been completed. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.